Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4) , product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their controller had been ¿doing weird things¿ over the past month. The patient reported that the controller would shut off while charging their implantable neurostimulator (ins). The patient stated that the controller would sometimes turn off and not allow them to charge their ins, and other times it would turn stimulation off by itself without them being near it or pressing the ¿stimulation off¿ button. It was noted that the patient spoke with a manufacturer representative who recommended that they call in to get a new controller. The patient was redirected to the repair department and a replacement controller was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.